Manufacturer narrative:
Based on information provided, it cannot be determined if the alleged patient hospitalization is related to the activ.a.c.¿ therapy system. This report is being filed as a potential use error. Device labeling, available in print and online, states: keep v.a.c.® therapy on for at least 22 hours in a 24 hour period. Do not leave the v.a.c.® dressing in place if the therapy unit is switched off for more than two hours in 24. Wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient¿s clinical presentation, rather than a fixed schedule. Maintaining a seal. For delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas.

Event description:
On apr 12 2018, the following information was reported to kci by the patient's family member: the unit allegedly did not alarm when the dressing had become dislodged, which caused drainage to spill on the patient. The patient's dressing was not changed resulting in the patient being taken to the hospital the following morning. The patient was admitted to the hospital from (B)(6) 2018 thru (B)(6) 2018 due to drainage. On mar 26 2018, the device passed quality control (qc) checks and met specifications before placement with the patient. On (B)(6) 2018, the device was placed with the patient. On may 7 2018, the device was tested by kci quality engineering per qc procedures and met specifications. Review of the event logs show that the user was notified with a blockage alarm therapy off on (B)(6) 2018 and the therapy was not restarted. During testing the audible and visual alarms functioned as expected. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.